Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated to the backplane during the service call. The gib pcb assembly was replaced. Flash software was also reloaded. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.